Event description:
Letter received from an attorney's office stating the end user allegedly experienced unspecified personal injuries and damages as a result of an accident involving tdxsp power wheelchair. Although injury was alleged, no specific injury reported.

Manufacturer narrative:
(B)(4) 2012 - follow-up #001 - initial (B)(4) issued mfg report #1525712-2012-00189. Additional information has been received in regards to this incident. The injured party was a caregiver who was assisting the consumer. The consumer is a (B)(6) male, weighing (B)(6) and a quadriplegic. The power chair allegedly spun out of control striking the caregiver. The caregiver suffered a fractured left metatarsal. No alleged injury to the consumer. No RMA has been initiated for this issue. Model tdxsp, serial number/date code unknown. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer is a female whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Letter received from an attorneys' office stating the end user allegedly experienced unspecified personal injuries and damages as a result of an accident involving tdxsp power wheelchair. Although injury was alleged, no specific injury reported.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code unknown. The user manual part number 1143190 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a female whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.